Manufacturer narrative:
Concomitant medical products- articular surface provisional size cd 17 mm height use with plate 5,6 catalog#: 00596104117 lot#: 60235549, articular surface provisional size cd 20 mm height use with plate 5,6 catalog#: 00596104120 lot#: 60411877. Complaint sample was evaluated and the reported event was confirmed. The articular surface provisional was returned and evaluated. Visual inspection of the returned provisional found some gouges and dents suggesting repeated use. There is also a fracture on the posterior side of the locking screw hole. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Technical evaluation indicated the articular surface provisional has more than 11 years of field life with unknown frequency of usage. Therefore, form the provided information the root cause can be determined as wearing and failure due to normal usage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. This is report 3 of 3 for this event: 0001822565-2017-03062, 0001822565-2017-03063, 0001822565-2017-03064.

Event description:
It is reported that during a total knee surgery pre-surgery prep, the nurses noticed a tag on the lps-flex a/s provisionals instrument tray noting the cracked device in tray. That tray was not used in surgery, but put aside for further review. Upon investigation by the nurses and myself during a non-operative day, similar cracks were noted on two other devices in tray. No patient involvement. No adverse events have been reported as a result of the malfunction.